Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that there was an issue with flexvision pc. Review of system log files showed that the video switching was cutting ins and outs. The engineer replaced the dvi matrix and dvi matrix switch. Then, the system ran into software issue and engineer reloaded the software. Again, flexvision pc was not booting up and the engineer replaced the flexvision pc and reloaded the software. After replacing flexvision pc and reinstalling software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system would not shut down or restart. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.